Event description:
On (B)(6) 2012 customer reported that the lxi 725 instrument generated false low sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), calcium (calc) and glucose (glum) results. Results were not reported out of the lab. Customer stated that when the operator noticed multiple results of "<" at the lis, the samples were repeated on the other lx20 in the lab, and those results reported. Customer also repeated the samples on the original instrument, with continued low recovery about. Quality control (qc) prior to the event was within lab-established ranges. Qc after the event was out of range. Customer provided only limited data for two patients, and admitted that they did not provide all of the data. The data is not available and will not be sent. Field service engineer (fse) inspected the instrument and replaced the modular chemistry sample probe and verified performance. No further issues were reported.